Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.

Event description:
The report received indicated that during the first inflation attempt, the 2.0x20mm balloon catheter burst at 8 atmospheres. There was no pt injury reported.